Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported a ventilator experienced touchscreen issues. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was a ventilator change to ensure the patient continued treatment.

Manufacturer narrative:
G4:23apr2021. B4:26apr2021. The device was evaluated by the customer and a philips remote service engineer. The customer replaced the touchscreen. The issue was reported to have been resolved. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.